Event description:
The customer reported to olympus patient infections due to improper reprocessing of this cysto-nephro videoscope, which was observed after the patient was seen in the emergency room. The intended procedure was diagnostic cystoscopy. Medical intervention was required as a result of the reported problem. The procedure was completed and the device has been used on another patient after the known patient infection. Additional information received that the device was note tested for microbial contamination. The patient's urine was cultured and showed positive for ecoli. The patient was treated with intravenous ceftriaxone medication. Currently, the patient has no infection. The reprocessor, as reported, was not cultured. The patient was not hospitalized during the ER visit. There were no reports of further patient or user harm associated with this event. Patient identifiers: (B)(6)- patient 1 of 3. (B)(6)- patient 2 of 3. (B)(6)- patient 3 of 3. This report is for (B)(6).